Event description:
It was reported that the charger for the ilet device did not function, as the charging indicator did not illuminate when the device was placed in the cradle despite attempts with multiple power outlets, and a replacement charger was arranged. Symptoms included no injury or adverse clinical effects. Outcomes included the need for replacement supplies and completion of troubleshooting and user education. Investigation included telephone troubleshooting and verification of power source use. Investigation of this case revealed a nonfunctional external power accessory consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.